Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device 048604-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
Patient reported that the needle button accidently released prior to the completion of the 24-hour period on 3 devices. The patient reported the most recent occurrence was today and patient properly followed the fill, wear, and go procedure and the needle button released prior to the 24 hour period. Patient states that he removed an replaced the v-go successfully with a new v-go and has the one v-go available for collection.